Manufacturer narrative:
Date sent to the FDA: (B)(4) 201.: the device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and remaining straps were delivered properly. The device functioned as expected. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the device would not fixate the mesh to the tissue. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.